Event description:
It was reported that the patient persistent back and lumbar complaints unresponsive to conservative care. The patient was diagnosed with back pain at l2-l3 with stenosis at l2-l3 and l3-l4. The patient had l4-s1 fusion. The patient underwent l1, l2, l3, and l4 laminectomy, l1, l2, l3, and l4 bilateral lateral fusion, and l1-l4 posterior bilateral segmental pedicle screw instrumentation. Iliac crest bone graft autogenous bone was placed with rhbmp 2/acs to each region of l1-l4. No patient complication was reported during the operation. Reportedly, the patient sustained unspecified injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
Concomitant product: posterior pedicle screw instrumentation (implant (B)(6) 2005). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.